Event description:
The user facility reported that water was leaking during the start up of their 48¿ century sterilizer. The user facility cleaned up the water and contacted steris service. No injuries or procedural delays/cancellations were reported.

Manufacturer narrative:
A steris service technician inspected the unit and found that water was leaking from the side of the drain funnel. The technician replaced the drain funnel and funnel connection to the facility drain and confirmed the unit to be operational; no further issues have been reported.